Event description:
An article by ingar ziad restan, ole-thomas steiro, john w. Pickering, hilde l. Tjora, jørund langørgen, torbjørn omland, paul collinson, rune bjørneklett, kjell vikenes, trude steinsvik, øyvind skadberg, øistein r. Mjelva, alf inge larsen, vernon v. S. Bonarjee, kristin m. Aakre, ¿clinical derivation and data simulated validation of rule-out and rule-in algorithms for the siemens atellica im high-sensitivity cardiac troponin I assay¿, european heart journal: acute cardiovascular care (jan 28, 2025) noted false negative stat high sensitive troponin-I results on multiple patients that were positive by the roche and the siemens platforms. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Manufacturer narrative:
The complaint investigation was performed for false decreased results with the architect stat high sensitive troponin-I assay (lot# unknown) which included a review of data and information provided in the article, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling review concluded that the issue is adequately addressed. Abbott technical operations reviewed the literature article and concluded that there is no detailed information provided about discrepancies between roche and abbott. Values provided are medians of 1896 samples, no information on individual samples. There is no detail on differences of false positive/negative between the assays. Abbott ¿s assay is performing as intended. Based on our investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
An article by ingar ziad restan, ole-thomas steiro, john w. Pickering, hilde l. Tjora, jørund langørgen, torbjørn omland, paul collinson, rune bjørneklett, kjell vikenes, trude steinsvik, øyvind skadberg, øistein r. Mjelva, alf inge larsen, vernon v. S. Bonarjee, kristin m. Aakre, ¿clinical derivation and data simulated validation of rule-out and rule-in algorithms for the siemens atellica im high-sensitivity cardiac troponin I assay¿, european heart journal: acute cardiovascular care (jan 28, 2025) noted false negative architect stat high sensitive troponin-I results on multiple patients that were positive by the roche and the siemens platforms. No impact to patient management was reported.